Event description:
It was reported the light source had no image during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11. The customer contacted olympus technical assistance support (tac) via phone. The reported failure was confirmed; the issue was eventually able to be resolved after the cables were switched out. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.